Event description:
It was reported that during a ipg perm implant procedure on (B)(6) 2026, the lead was accidentally pulled out. As such, the lead was explanted and replaced with a new lead to address the issue. Effective therapy was confirmed post op.